Event description:
It was reported that the remote monitor had intermittent connection due to the power cord supply. The monitor was replaced and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) - the remote monitor was returned for analysis and visual and functional analysis were completed. The customer comment was confirmed and the power connector was found to be loose/detached.

Event description:
It was reported by the patient the remote monitor was "damaged" at the power cord connection. Transmission only went through because the patient held the power cord in place. The monitor was returned and subsequently tested out of specification during manufacturer's analysis. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the remote monitor was returned and analysis found that a connector was loose/detached.